Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a terumo bct service technician checked out the device at the customer site and performed a multifunction test and fluid test and found no other issues. Lot number, manufacture and expiry date are not available at this time. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that no medical intervention and no hemolysis that occurred for this event. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that potential hemolysis occurred during a procedure on a rika device and no set up error could be identified. Per the customer, the device did not alarm. Donor information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number, manufacture and expiry date are not available at this time. Investigation: a terumo bct service technician checked out the device at the customer site and performed a multifunction test and fluid test and found no other issues. Investigation is in process, a follow-up report will be provided,

Event description:
The customer reported that potential hemolysis occurred during a procedure on a rika device and no set up error could be identified. Per the customer, the device did not alarm. Donor information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.